Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a patient sample was processed on erytype s abd+rev. A1, b on tango optimo and the instrument called the patient o rhd neg. The images looked off - dark brown and grainy. The sample was processed on the customer's second tango optimo and this instrument called the patient o rhd pos. The reactions were very clear and correct. The customer did neither return the supposedly defective product erytype s abd+rev. A1,b for investigational testing nor the patient sample that had caused the false negative test result. Therefore our quality control laboratory tested their retained erytype s abd+rev.a1,b sample with different donor samples. All positive and negative reactions were correct. We did neither observe any false negative reaction nor dark brown and grainy images. All images were clear and showed the expected red color of red blood cells. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineer. Relevant components were replaced, inspected, cleaned, and lubed as required during maintenance. The system was also checked for any leaks or visible errors, none found. A performance verification was ran and the system found to be performing to bio-rad specifications. The tango optimo was returned to the customer in full operation.

Manufacturer narrative:
This is our initial report on this incident.

Event description:
The customer reported that a patient sample was processed on erytype s abd+rev. A1, b on tango optimo and the instrument called the patient o rhd neg. The images looked off - dark brown and grainy. The sample was processed on the customer's second tango optimo and this instrument called the patient o rhd pos. The reactions were very clear and correct. The customer did neither return the supposedly defective product erytype s abd+rev. A1,b fjor investigational testing nor the patient sample that had caused the false negative test result. Therefore our quality control laboratory tested their retained erytype s abd+rev.a1,b sample with different donor samples. All positive and negative reactions were correct. We did neither observe any false negative reaction nor dark brown and grainy images. All images were clear and showed the expected red color of red blood cells. Testing by our quality control laboratory confirmed that the allegedly defective lot of erytype s abd+rev.a1,b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. The affected tango optimo was inspected by our field service engineer. We are waiting for the results of this investigation.